Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g4, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: f11, f13 (blank). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no fault detected. No repair was performed. The unit passed all checks and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that inn cs100 intra aortic balloon pump, there was blood in the catheter, there was no patient harm or injury reported.